Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ interlink® lever lock cannula leaked.

Manufacturer narrative:
Investigation summary: the samples were decontaminated and re-evaluated. The samples were from cavities 29 and x67. Slight opaqueness was observed near the luer end of both samples, however that is a cosmetic imperfection. The previously observed and perceived embedded foreign matter was not present, which indicates it was not embedded but was likely a result of use/manipulation by the end user and was removed during decontamination process. No visual defects were observed. Both samples were leak tested. Both passed ¿ no leakage was found at either end of the lever lock bodies. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the bd¿ interlink® lever lock cannula leaked.